Event description:
(B) (6) hospital reported an injury to a patient's skin after undergoing a 7 1/2 hour hernia operation. Nursing staff noticed after surgery a small red spot on the sacral area with no tissue breakdown. The next day, the red spot on the sacral area developed into an 8 x 10 size area which was reported to be a 2nd degree tissue injury. From past experiences articles about in-surgery tissue injuries that develop hours or days later indicate chemical or pressure necrosis rather than a thermal injury. The nursing staff stated that an absorbent pad placed between the patient and the csz pad had become wet. Cincinnati sub-zero referred the nurse to the instructions for use, which indicate that the area between the patient and the pad should be kept dry to avoid injury to the patient.